Manufacturer narrative:
Visual inspection during the investigation, scratches on the outer housing of the valve was determined. Permeability test a permeability test has shown that the valve is permeable. Computer controlled test to investigate the claim of over- drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valve is tested in the horizontal position. The results show that the valve opreates not within the acceptable tolerance in the horizontal position. An accelerated outflow could be determined. Adjustment test the progav 2.0 was tested and is adjustable to all specified pressures. Braking force and brake function test the brake functionality test has shown that the brake function is fully operational and the braking force is within the given tolerances. Internal inspection after dismantling of the valve, organic deposits were found. Result according to the results of the investigation, an accelerated outflow was detected. The visible deposits led to the functional deviation. Deposits caused by substances naturally present in the patient's body, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of organic material can affect the integrity of the valve. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that a progav 2.0 valve (#fx410t) was implanted in (B)(6) 2024. According to the complainant, the valve caused an over-drainage. The patient underwent a revision procedure on (B)(6) 2026. No patient complications were reported as a result of the revision procedure. Same event as # 3004721439-2026-00142.